Event description:
There are two different issues concerning the defibrillator pd1200. The first problem is that when using the selector switch and one goes to the off mode, one could bypass the off position and be in pacing mode. This has happened and caused pacing shock to both pt and operator. The operator thinks they had shut the unit off and then went to remove the pt pads and received a pacing shock. The staff didn't realize that they bypassed the off position. In rptr's opinion there should be a different type of selector switch that would eliminate this problem. The second problem occurs when hands off defibrillation / pacing cabling is used. If one attaches the ECG cable to the pt and turns the pd1200 to monitor, the unit will prompt to "electrode". One will also receive no ECG on the display, leading one to assume that there is something wrong with either the patient's lead wires, electrode pads, or cabling. In fact the pd1200 is monitoring the pt through the hands off defibrillation / pacing pads. There have been several occasions when the nurse had to remove the unit from the pt thinking there was a problem with the unit because they had changed out lead wires and still didn't receive a ECG signal. Rptr wrote up a procedure and attached it to the top of the monitor to resolve this problem. Rptr believes the company should change the prompt to read "patient pads" or "defib pads". Something other than electrode.